Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that device and another manufacture's lead displayed variable intrinsic amplitude measurements as well as low and high pacing impedances measurements. An x-ray was performed; boston scientific technical services reviewed and determined that the lead appeared to appropriately inserted. It appeared that the lead had sustained an insulation breach and/or a conductor fracture. The patient was seen for a revision procedure where the lead was surgically abandoned. The device remains in service. There were no additional adverse patient effects reported.